Event description:
Self employed technician by end user stated that the left motor is leaking grease. Technician stated the power chair is still running. No injuries. Technician is unable to locate serial number.